Event description:
It was reported that during a procedure, the pins from the unit fell out. It was further reported that the pins were removed with no adverse effects to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.